Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had been experiencing discomfort, sensitivity, swelling, and pain (described as burning) at the ipg site. X-rays were taken, the patient's ipg site was examined, and no anomalies were found. The patient received cortisone injections to address the issue but the issue remained. As a result, the patient's ipg was explanted. A different model ipg was implanted at a new location. Surgical intervention is believed to have addressed the issue.